Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: all of the keypad buttons were intermittently responsive and required multiple button presses. There was no visible damage on the keypad. Contamination was present under all of the button contacts when the keypad was removed. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. There was no evidence of moisture damage in the battery compartment. The text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the buttons on the pump has to be pressed multiple times to get a response. Delayed and intermittent response were also noted. This issue was noticed a month ago and getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.